Manufacturer narrative:
Investigation results: visual examination of the complaint device found no issues noted to the device. Functional analysis was performed and found that the balloon inflated and deflated without any issues. Although it cannot be proven, it is possible that an incorrect deflation technique may have been used or that the physician did not allow adequate deflation time before attempting to withdraw the device through the endoscope. It is also possible that anatomical obstructions may have impeded the evacuation of the air from the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a stone removal procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the balloon failed to deflate. The device was pulled from the bile duct and forcefully deflated. Then, the device was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a stone removal procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, the balloon failed to deflate. The device was pulled from the bile duct and forcefully deflated. Then, the device was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.